Manufacturer narrative:
The lot was manufactured january 3, 2018 - january 5, 2018. The device was received for evaluation containing approximately 119 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. This was noted after the pump was connected to the patient for 48 hours. The device had been filled with 4725mg fluorouracil in 120ml sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.